Event description:
(B)(6), np at the account reported injecting a female pt with two 1.5 cc radiesse syringes into nasolabial folds, chin and cheeks on (B)(6) 2013. She reported that her pt developed multiple necrotic beds at right chin area, lip and inside lower mouth mucosa with areas oozing and skin sloughing. She treated the pt with aspirin, nitro paste, massage, cipro and valtrex (both cipro and valtrex were provided as a prophylactic). During medical consultation with merz (B)(6), rn, (B)(6) stated the pt contacted her on (B)(6) 2013 with pain and pustules to the right chin and oral mucosa. At that time, (B)(6) suspected a (B)(6) outbreak. She treated the pt with massage, nitro paste, asa, prophylactic cipro, and valtrex. The pt continued to have skin breakdown throughout the weekend. On (B)(6) 2013, (B)(6) had the pt consult with a plastic surgeon who recommended discontinuing the nitro paste, applying bacitracin during waking hours and a wet to dry dressing at bedtime. (B)(6) discussed possible reasons for necrosis such as an anatomic anomaly or cannulating a vessel.

Manufacturer narrative:
The device history records for radiesse lot #100064190 were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. An update on pt's recovery status was requested and not received.